Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-splitters; upn: m365sc3400300; model: sc-3400-30; serial: (B)(4); lot: 17590226.

Event description:
It was reported that the patients ipg turns off and on due to an unknown reason. The patient underwent an ipg replacement procedure. During the procedure, the physician was unable to disconnect the lead splitter, therefore the lead splitter was also successfully replaced.

Manufacturer narrative:
The splitter will not be returned as it was disposed of by the facility. The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The stimulation turning off by itself was a result of the magnetic reset function and is not a device malfunction.

Event description:
It was reported that the patients ipg turns off and on due to an unknown reason. The patient underwent an ipg replacement procedure. During the procedure, the physician was unable to disconnect the lead splitter, therefore the lead splitter was also successfully replaced.